Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6)) was not delivering compressions long enough as expected was confirmed during the review of archived data, but not during functional testing. The reported complaint was not reproduced during the testing, and the nxt platform functioned as intended. Based on a review of the archive data, the root cause of the reported complaint was the use of partially charged batteries with the nxt platform during the call. Review of the archive data indicated that the autopulse nxt battery (sn (B)(6)) was used with an initial charge of 50%. The nxt platform performed 1160 compressions for 15 minutes, ultimately depleting the battery to a final charge of 0% before powering off. Additionally, the second autopulse nxt battery (sn (B)(6)) was used, with an initial charge of 50%. The nxt platform performed 595 compressions over an 8-minute duration, with the battery charge capacity dropping to 13% before powering off. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was further tested using a medium zoll torso fixture (mztf) with a fully charged nxt battery, which lasted over 32 minutes without fault or error until it was discharged. Following the service, the autopulse nxt platform successfully passed the run-in and final tests without any faults or errors.

Event description:
During a patient call, the autopulse nxt platform (sn (B)(6)) failed to maintain operation for the expected duration when used with two separate autopulse nxt batteries (sn (B)(6) and sn (B)(6)). According to the reporter, each fully charged battery powered the device for only 10 minutes and 15 minutes, respectively. The patient's status information was requested, but the customer did not provide a response.